Event description:
It was reported during preparation for a therapeutic plasma electrocutting procedure, the camera head displayed a blurry image and black spots. There were no reports of patient harm and there was no delay.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a probable root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during preparation for a therapeutic plasma electrocuting procedure, the camera head displayed a blurry image and black spots. There were no reports of patient harm and there was no delay.